Event description:
Rn reports that she was called to the emergency room on one night of 2003, as the home pt (hp) forgot to put a minicap on the transfer set after disconnecting from the homechoice system and the transfer set had dog hair all over it. Rn relates that she brought a transfer set with her to the ER and replaced it there. Rn reports pt received prophylactic antibiotics for the contaminated transfer set, ancef 1gm and gentamicin 40mg ip. Relates that the hp was released from the e.r. And experienced no injury as a result of this incident.